Manufacturer narrative:
Reliability analysis inspected 7 opened and used enlite sensors and performed the bicarbonate buffer test. 2 of 7 sensors failed for low readings. 5 remaining sensors failed per specifications with high readings. (B)(4).

Event description:
The customer called in to report that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 128 mg/dl, compared with the sensor glucose reading of 56 mg/dl. The customer also reported curved and bent sensor cannulas, and low predict alerts. The customer was sent replacement sensors, and the malfunctioning sensors were returned for analysis.